Event description:
Dräger received an ufr with the following statement: "at 09:00 on (B)(6) 2025, a malfunction occurred where the ventilator screen failed to display. The ventilator was immediately replaced, and normal operation resumed. Subsequent troubleshooting by the engineer identified damage to the power mode, requiring a motherboard upgrade. After repairs, the device backed to normal use." It was explicitly mentioned that the event did not lead to health consequences for the patient.

Manufacturer narrative:
The ufr was received with more than 6 months delay after the event and was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information most likely due to the long time that has passed by. In fact, dräger is unable to understand the reported event. The term "power mode" is not clear - most likely an energy source is meant (the device can be operated on mains supply or on internal/external battery). Under consideration that this assumption is correct, the aspect that the display blanked out has likely to be interpreted as a shutdown or reboot due to (temporary) loss of energy. The one mentioned repair measure "motherboard upgrade" can also be interpreted in different ways but most probably the speech was about a sw update. A causal connection between a shutdown/reboot and the necessity to perform a sw update is rather not plausible. The device was more than 7 years old at the time of event - dräger has published new sw releases with bug fixes since the manufacture of this particular unit that were probably not yet installed after putting it into use in 2017. The overstay of sw updates may be considered as an aspect of lack of maintenance. When the recommended sw updates were not performed, it cannot be excluded that lack of preventive maintenance was a general issue with the device. This assumption would also cover the other aspect - a completely worn/overaged internal battery may cause a reboot of the entire device during use. The exchange of the internal battery and the sw update may then have removed the deficiencies in maintenance - the device is reportedly back in use after these measures. But finally, it is impossible to derive a clear root cause from the few known facts since there is lot of room for (mis)interpretation.